Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon removed the polyethylene liner and metal head. He then put in a new liner and a universal biolox head. As reported in "how was issue noticed": patient complained of pain. Elevated metal ion levels and black debris on the trunnion of the stem.

Manufacturer narrative:
An event regarding abnormal ion levels and pain involving an accolade stem was reported. The event was not confirmed. Device evaluation and results: not performed as the device remains implanted. No information was received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. The exact cause of the event could not be determined, because insufficient information was received. Further information such as return of device, pathology report, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Surgeon removed the polyethylene liner and metal head. He then put in a new liner and a universal biolox head. As reported in "how was issue noticed": patient complained of pain. Elevated metal ion levels and black debris on the trunnion of the stem.